Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur hbct test results. Due to the delay by the customer in reporting this event, patient information and system data and details of the event is limited. The customer suspects operator error as a contributing cause. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant (B)(6) advia centaur xp hbct results were reported on two patient samples. The system performed repeat hbct testing on patient # 1 and the test result was (B)(6). The customer repeated the hbct testing for patient #1 on another advia centaur system and the result was (B)(6). A (B)(6) hbct test result for patient # 2 was questioned by the physician and the sample was retested by another test method. The repeat hbct test result was (B)(6) by the other test method. The customer performed repeat hbct testing on the original patient sample on the advia centaur and the result was (B)(6). There was no known report of adverse health consequences due to the discordant hbct test results.